Event description:
It was reported that the display of a flogard infusion pump did not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the display of the device did not turn on. The cause of the condition was determined to be a damaged display printed circuit board (pcb) assembly. To correct the condition, the display pcb assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.